Manufacturer narrative:
E1: (B)(6). H3: one device was returned for repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual evaluation of device found damaged downstream occlusion (dso) seal. Device passed accuracy testing. The dso seal was replaced.

Event description:
It was reported that device was returned for repair. There was unknown patient involvement. Device evaluation found damaged downstream occlusion (dso) seal.